Event description:
The pt implanted with the device had a low pump output, though the pt remained hemodynamically stable. Physical damage to the power sire in the percutaneous lead was suspected, as indicated by reported alarms and a run mode observation that the pump would not run in failsafe mode. The pt was admitted to the hosp so that the percutaneous lead could be repaired by the manufacturer. During the repair it was observed that the power wires in the percutaneous lead displayed some localized kinking that resulted in sharp bends of the individual conductors. A splice cable and a splice extension were installed to repair the lead. The pump was observed to run withou fault after the subject repair. There was no injury to the pt and pt safety was not compromised. The device remains in service.